Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va29fts, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the lead eroded through the skin at the insertion site. The healthcare professional attempted to push the lead back into the site and put a stitch in it. The patient returned with the lead sticking out again. The healthcare professional removed the lead and the ins to prevent infection. The issue was confirmed resolved.